Event description:
The pt was admitted for a procedure in 2008 with a 100%, moderately calcified, de novo lesion in the mid left anterior descending (lad) branch. The vessel was slightly tortuous. The lesion was pre-dilated and a 2.25 x 28mm cypher was delivered to the lesion. While the cypher stent was being inflated, it was noted that the pressure decreased at 6atm. Therefore, a different cypher (same size) was implanted instead and the procedure was safely completed. The physician checked the product outside of the pt's body and found that contrast medium leaked from the tip of the stent delivery system. There was no pt injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.